Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm did not give an alert and started feeling hypoglycemic and fainted. It was indicated that the cgm was displaying 200mg/dl and when the patient's husband double checked the patient's bg with a meter, the meter was displaying 33mg/dl. The patient's husband immediately administered the patient with a glucogon kit and the patient regained consciousness within a few minutes. At the time of contact, the patient was doing well. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.